Event description:
A customer reported obtaining an error message on her meter. The customer also reported not being able to check her blood glucose and determine the amount of insulin to take. The customer reportedly experienced symptoms of dizziness and headache, and went to a hospital emergency room where she was treated with an unk intravenous medication. There was no report of diagnosis for severe hypo or hyperglycemia. There was no report of death permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. The customer reported the meter did not have the date and time set correctly, and adc customer service guided the customer to set the date and time.